Manufacturer narrative:
(B)(4). Additional information: batch # j5gz0l. The analysis results showed that the tx30b device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # j5gz0l. Conclusion: based on the photographic evidence, the event description cannot be confirmed. Hands on analysis of the device may provide the evidence necessary to determine root cause.

Event description:
It was reported that during an anterior bowel resection procedure; when removing the device from the bowel, the staple line was leaking, it was not sealed. It is not known how the procedure was completed. No patient consequences were reported.